Event description:
Procedure performed: by-pass. Event description: one clip one two got out. No clinical impact to the patient. Kept pulling the trigger to launch a clip on the jaw. Patient status: ok. Intervention: kept pulling the trigger to launch a clip on the jaw.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint,(B)(4) was included in the recall.

Event description:
Procedure performed: by-pass. Event description: one clip one two got out. No clinical impact to the patient. Kept pulling the trigger to launch a clip on the jaw. Patient status: ok. Intervention: kept pulling the trigger to launch a clip on the jaw.